Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable. B5: describe event or problem - correction h2 type of follow up: - correction h10: corrected data.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.